Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that foreign material was found inside the sterile packaging.

Manufacturer narrative:
Alleged failure: per the customer debris present on suction tubing came dirty from manufacturer. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be the material left behind during the manufacturing process. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that foreign material was found inside the sterile packaging.